Event description:
During the procedure, bleed-back was noted through the hemostatic valve of the sheath. The sheath was replaced and the procedure was continued without complications.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The distal section of the sheath tubing had been dissected and was not returned. However, functional testing confirmed a fluid leak in the hemostasis valve, which is consistent with the reported event. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.